Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used to treat polyps during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the clip was unable to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.